Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2013-00133. Initial report stated that the irc5po2 concentrator was shutting down. Additional information had been received from the 3rd party repair center that the unit did alarm, as designed, prior to shutting down. This alarm is to alert the user to switch to an alternate source of oxygen and to seek repairs. This unit is not a life support / life sustaining device. The event is non-reportable to the FDA.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per the dealer the unit shuts down. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.